Event description:
The report stated that it was not possible to complete the radio frequency ablation procedure because, a defect on the cooling line caused a critical level to be surpassed.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or additional info pertinent to the incident is obtained, a follow-up report will be submitted.